Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the insertion tube coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors, and or user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The customer¿s originally reported issue of a pinhole causing an air/water leak was not confirmed. Inspection of the device revealed peeling on the connecting tube, chipped adhesive on the a-rubber, a worn angle wire, which caused the bending angle in the up direction to be less than the standard value; a cracked light guide lens, and a dented connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported a pinhole air/water leak on their evis lucera bronchovideoscope. There were no reports of patient harm. Upon inspection and testing of the returned device, the coating on the connecting tube was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction discovered during evaluation.